Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections. External insulation abrasion was found at 43.6cm to 43.8cm from the distal tip,. Consistent with friction to the ICD can. The etfe coating of on one re cable was abraded. Internal abrasion was found 13.5cm to 14.4cm from the distal tip.

Event description:
It was reported that several episodes of noise were observed via merlin.net transmission. The patient was brought in and admitted to the hospital where numerous aborted therapies were found. Lead was explanted and replaced.